Manufacturer narrative:
The aquabeam motorpack was returned for investigation. The treatment log files were reviewed and found that e22, e23, and e42 errors occurred, confirming the reported failure. During functional testing, the reported errors could not be reproduced. The root cause of the failure was unable to be determined as the aquabeam motorpack functioned as designed. A review of the device history record (DHR) for ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. A review of the device history record (DHR) for aquabeam motorpack/lot number 24c05348 was conducted, which confirmed one non-conformance that is being addressed by procept's quality management system. The review indicated that the device met all design and manufacturing specifications when released for distribution. The user manual um0101-00 rev. F, aquabeam robotic system user manual, was reviewed. Table 5: system detected errors and faults. E42 ¿ motorpack error. Release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H6 - component code: (4756) appropriate term/code not available per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup, the aquabeam robotic system generated an "e42 - motorpack error." Multiple troubleshooting steps were performed to clear the error. The reported event caused a surgical delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.